Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; data review revealed that no error/fault codes had been recorded. The programmer was able to interrogate a test pulse generator device several times, confirming successful communication between the programmer and device. The ECG and pacing system analyzer (psa) functions passed all testing. Additionally, the touchscreen was tested for functionality and calibration; no anomalies were observed. The programmer was then subjected to additional manipulation and repeated testing to simulate the unresponsive touchscreen situation, but the programmer continued to display normal functionality throughout all tests. Laboratory analysis was unable to determine how or why the touchscreen became unresponsive during pacing threshold testing. No error or fault codes were recorded in the programmer's logfile and benchtop testing was unable to reproduce the behavior. Laboratory analysis did however validate the complaint about printing from usb port, and it was noticed that the programmer did not detect the printer when connected, it showed a scan message via bluetooth. This behavior was compared with a kgu (known good unit) and the same message was detected.

Event description:
It was reported that this programmer was experiencing print issues when using with a usb printer port. Attempts were made to print from the data screen on the programmer but it was impossible to communicate with the printer. After turning off the printer and restarting the printer, the print button was selected 15 times on the programmer and the issue was resolved. Boston scientific technical services provided troubleshooting options to the local boston scientific representative. Additionally, there were touchscreen issues with this programmer during threshold testing. The local boston scientific representative wanted to double check the atrial threshold with the pacing system analyzer (psa) and started pacing at 5v but the device was blocked on the programmer screen, pacing was started on the device but since the programmer was not working, pacing could not be stopped. The programmer had to be switched off. At a different procedure, there were touchscreen issues again but during an implant procedure. No adverse patient effects were reported, the patient did not require continuous pacing. The plan is to use a different programmer at the next procedure.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed and passed the evaluation. The programmer was powered on and the logfile was downloaded; data review revealed that an error log and halt (elh) was detected on the log file. Threshold testing was performed, after 2 hours of stressing the programmer, no signs of intermittence or touch sensitivity were observed. Laboratory analysis was able to replicate the connection issue between the programmer via usb printer port, when the printer was plugged/connected to the programmer, the programmer could not find the printer. A known good unit was connected to the programmer and again the same message was detected indicating that the printer was not found and the cause could not be determined. We have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.

Event description:
It was reported that this programmer was experiencing print issues when using with a usb printer port. Attempts were made to print from the data screen on the programmer but it was impossible to communicate with the printer. After turning off the printer and restarting the printer, the print button was selected 15 times on the programmer and the issue was resolved. Boston scientific technical services provided troubleshooting options to the local boston scientific representative. Additionally, there were touchscreen issues with this programmer during threshold testing. The local boston scientific representative wanted to double check the atrial threshold with the pacing system analyzer (psa) and started pacing at 5v but the device was blocked on the programmer screen, pacing was started on the device but since the programmer was not working, pacing could not be stopped. The programmer had to be switched off. At a different procedure, there were touchscreen issues again but during an implant procedure. No adverse patient effects were reported, the patient did not require continuous pacing. The plan is to use a different programmer at the next procedure.